Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer has been experiencing low blood glucose since (B)(6) 2015. Blood glucose value was 40 mg/dl. The customer stated that his doctor was unsure if the settings are correct. The drive support cap is recessed. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing less insulin than the status screen. The bolus history was not accurate; last bolus recorded was on (B)(6) 2015. Device was not exposed to a magnetic field and passed the displacement test. It was advised to discuss the issue with the doctor and monitor the insulin pump. Mother did not want the customer to continue using the device and requested a replacement. Current reading was 158 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump alarmed in alarm history screen due to corrupted history file. The insulin pump was unable to upload to carelink pro due to corrupted history file.